Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue had been resolved by the biomedical engineering team, and no further investigation was required for this device. The system functioned as intended after the customer resolved the issue on their end.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed and unable to recover and also displayed an error message indicating "device not detected on bus". The user attempted to reboot the station and recover the storage space; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.